Manufacturer narrative:
After further investigation, it was identified that the battery expired. There was no allegation of malfunction. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.

Event description:
N/a.

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had battery malfunction. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.